Manufacturer narrative:
(B)(4): device evaluation pending. Issue reported due to allegation that operator received a shock. This is initially being reported as a serious injury due to lack of information on device performing.

Event description:
It has been reported that AED delivered shock to patient during a resuscitation event. Operator reported touching patient after shock delivery and receiving a shock which resulted in a slight reddening to the palm of his hand.